Event description:
A consumer reported seeing starbursts at night while driving following intraocular lens (iol) implant surgery. The surgeon reported that a yag capsulotomy was performed, but this did not improve the starbursts. The consumer was referred to a cornea specialist who did not find any corneal issues. In a follow up, the surgeon reported the event has not resolved.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/26/2009 and 06/30/2009 by phone, fax, and mail. A completed questionnaire was received on 07/06/2009.